Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the cartridge was reloaded, and insulin delivery was resumed. The customer's blood glucose was "low" on cgm to 300 mg/dl. Cause of low bg was not known. Customer administered glucagon nasal spray to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, it was identified that there was a missing o-ring.